Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc meter. The customer received an unspecified higher glucose scan on an adc meter compared to an unspecified result obtained from another adc meter. The customer further reported "not feeling fine" and was unable to self-treat. The customer was provided juice and two glucose tablets from their mother for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A high reading issue was reported with the adc meter. The customer received an unspecified higher glucose scan on an adc meter compared to an unspecified result obtained from another adc meter. The customer further reported "not feeling fine" and was unable to self-treat. The customer was provided juice and two glucose tablets from their mother for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated with returned test strips and a known-good retained battery. Visual inspection was performed on returned meter and returned strips. No issues were observed. Meter powered on with button depression and test strip insertion. Performed control solution testing and all results were within specification. Blank screen was not observed. The complaint was not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. All pertinent information available to abbott diabetes care has been submitted.